Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a system presented with no torsional power during a procedure. The system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The ultrasound controller board was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 20, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause was attributed to a missing component on the ultrasound controller board. However, how or when this capacitor went missing remains inconclusive. (B)(4).